Event description:
N/a

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Code 2577 was removed and code 2983 was added.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. Preparation of the device and procedure were performed per the IFU. During the procedure, the clip was placed at the anterior/septal center in the tricuspid valve. The first final arm angle (efaa) was established and deployment steps were started. During the first step of deployment, lock line removal was attempted but while removing the lock like their was resistance felt and the lock line was still attached to the triclip. The physician decided to pull against the resistance at the lock line to try to unlock the triclip implant. The clip was able to be unlocked, and the triclip was opened through using the arm positioner in the open direction. The triclip was removed and a new triclip was selected and implanted successfully. The final tr was grade <1. There were no adverse patient effects or clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.